Event description:
Titan table head section was attached without proper engagement of the clamps and the locking screws were then tightened. This incorrect position allowed the head section to come loose and fall off.

Manufacturer narrative:
Table and head section were inspected and no defects were found. Staff present agreed that the cause was user error. No injury was reported. Device is in use at facility.